Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricle (rv) lead exhibited elevated capture threshold and r-wave amplitude variation. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿elevated rv threshold¿ and r-wave amplitude variation. A complete lead was returned in one piece. The reported event of ¿elevated rv threshold¿ was not confirmed. Visual and x-ray examination were normal with no anomalies found with exception of procedural damage.